Manufacturer narrative:
(B)(4). The device was received for evaluation with 30 ml of fluid in its reservoir. Visual inspection did not reveal a leak on the tube where the slide clamp was closed. However, a leak was found at the distal luer lock when the slide clamp was removed. The reported condition of a leak was verified. The cause of the leak was a broken distal luer lock tip. The cause of the damage was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked from the tubing were the clamp had previously been closed. This was noticed during infusion via a hickman catheter placed in the patient's chest. The device was filled with 1000 mg of meropenem in 50 ml of 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.